Event description:
Tyco healthcare received phone call from customer on 07/23/01 stating that as uvc catheter was being removed from a pt at the conclusion of a surgical procedure, the catheter allegedly broke apart at the umbilical site, with apx 4cm - 6cm of the catheter remaining inside the body. A surgical procedure became necessary to extract the remainder of the catheter. No patient injury reported.